Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device me specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient passed away due to unknown circumstances. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. It is unknown whether or not the patient's passing was related to the performance of the device.